Manufacturer narrative:
It was reported that while inserting the delivery sheath into the patient and split in delivery sheath dilator noted. There were no adverse effects to the patient and the patient status was reported as stable. The dilator and sheath were returned to abbott and the investigation found that the tip of the dilator was noted to have a split cut damage. No other anomalies were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the investigation findings, the dilator tip separation issue appears to be related to a potential product quality issue; therefore, exception issue was been initiated to further investigate this complaint. The primary root cause was related to the potential for medium density polyethylene and pebax to not homogeneously blend during melt processing. This potential relating to the material characteristics of the resin mix is the root cause of both the noted cracking and tearing with contributing causes of pebax material absorbing moisture and without sufficient drying steps prior to extrusion/shaping via heat, where the moisture could off gas and cause material voids, leading to structural weaknesses, leading to the potential for tearing during use when sufficient force is applied.

Event description:
It was reported that on (B)(6) 2025, a 14f amplatzer torqvue 45x45 delivery system (ds) was selected for use in an implant procedure. While the physician was inserting the ds and the dilator into the patient, it was noted that the dilator was split. The ds was replaced with another 14f amplatzer torqvue 45x45 to resolve the event. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient has been discharged.

Event description:
It was reported that on (B)(6) 2025, a 14f amplatzer torqvue 45x45 delivery system (ds) was selected for use in an implant procedure. While the physician was inserting the ds and the dilator into the patient, it was noted that the dilator was split. The ds was replaced with another 14f amplatzer torqvue 45x45 to resolve the event. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient has been discharged.

Manufacturer narrative:
Na.